Event description:
It was reported that the catheter has a "faulty luer-lock mechanism that was responsible for the extravasation of blood when connected to the pump."

Manufacturer narrative:
An investigation has been initiated. We are currently waiting for the return of the device sample for evaluation. When the investigation is complete, a final report will be submitted.